Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) /2015, the reporter contacted animas alleging a dim, faded, discolored display screen. The reporter indicated that the pump display screen could no longer be read safely related to the issue. The reporter confirmed that there was no noted moisture ingress related to the complaint.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: the pump was returned with a dim and discolored display.